Event description:
It was reported that the procedure was to treat a de novo, moderately calcified superficial femoral artery lesion with 80% stenosis. A ht command 18 guide wire was advanced to the target lesion; however, the tip coils became stretched with the core intact. This occurred with two ht command 18 guide wires in a row. A third ht command 18 guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Analysis of the returned devices indicates that the polymer coating of both guide wires was separated at the master adhesive bond and folded over itself distally up to the distal tip solder ball but still held by the core and exposing the core. The teflon coating was also scraped on the core of both guide wires. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stretched coils was unable to be confirmed; however there was noted polymer coating break. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified and 80% stenosed anatomy and/or other devices inadvertently resulted in the reported stretched coils/noted polymer coating separation/break and the noted polymer material folded over itself distally. The noted bent distal core likely occurred due to handling or during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is being filed under a separate medwatch report number.